Manufacturer narrative:
S.w version 4.11e retainer ring = black case type = ngp customer returned pump for an alleged cosmetic damage located at the bottom/keypad, visit to emergency room and was hospitalized for high bgs and dka found on (B)(6) 2023 (per ss event date). However, the customer's note stated that the customer returned pump for an alleged cosmetic damage located at the bottom/keypad, visit to emergency room and was hospitalized for high bgs and dka found on ((B)(6) 2023. The pump was received with a pillowing keypad overlay. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08680 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of (B)(6) 2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date (B)(6) 2023 listed on smartsolve. Dailytotalofallinsulindelivered = 107.05 dailytotalofbasalinsulindelivered = 37.45 dailytotalofbolusinsulindelivered = 69.6 (B)(6) 2023 10:48:39.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 25 bolusamountdelivered = 25 (B)(6) 2023 16:16:18.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 17.4 bolusamountdelivered = 17.4 (B)(6) 2023 18:59:28.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 12.6 bolusamountdelivered = 12.6 (B)(6) 2023 23:18:52.000 normalbolusdeliv bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 14.6 bolusamountdelivered = 14.6 in further full review of the pump history/traces on the event date of (B)(6) 2023, there is no unexpected alarms/suspends and no bolus delivery noted. Please see below for the daily total of basal/bolus and all insulin delivered on the event date (B)(6) 2023 listed on smartsolve. Dailytotalofallinsulindelivered = 38.4 dailytotalofbasalinsulindelivered = 38.4 dailytotalofbolusinsulindelivered = 0 there were no other unexpected pump errors/alarms noted 1 week prior to the event dates of (B)(6) 2023 and (B)(6) 2023 in the formatted history file. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a stained keypad overlay and a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs and dka. Cosmetic damage was confirmed at the bottom/keypad of the pump. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 500 mg/dl at the time of the event. The customer was admitted to the hospital and the reason for hospitalization was diabetic ketoacidosis (dka) and the hospitalization treatment was IV insulin drip (intravenous insulin infusion). The customer was reporting no any symptom related to their high blood glucose. The customer reported the bottom of the insulin pump and the insulin pump's keypad were bulging. Troubleshooting was performed. The customer was using the insulin pump system within 48 hours of the reported high blood glucose event. The auto mode feature was not active at the time of the event. The customer will discontinue the use of the insulin pump and it will be returned for analysis.